Event description:
A customer reported to baxter healthcare regarding the vialmate reconstitution device in which an unspecified leakage was detected on unknown date(s). This was observed during reconstitution. There was no report of adverse event, patient involvement, patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An evaluation of the complaint could not be performed because samples were not available for evaluation and the lot number is unknown. A batch review could not be performed as the lot number of this device is unknown. Several attempts have been made to obtain additional information regarding the reported event and to obtain samples for evaluation. No assignable root cause could be determined baxter will continue to monitor similar reports to determine if further actions are required. No additional information could be obtained and samples were not made available for evaluation.